Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head came off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a parent reported that while his daughter, age unspecified, used an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refill precision clean came off in her mouth. The brush head had been used for 3 weeks. No symptoms developed.